Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported device reset was confirmed in the laboratory and was due to a power-on reset (por). The cause of the power-on reset was delivery of a shock. The device was analyzed on the bench and tested on our automated electrical testing system. All functional measurements were normal. The root cause of this reset condition remains inconclusive.

Event description:
It was reported that during implant and dft testing, the device failed to induce appropriately and was in back up mode.